Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2001, dtba1d1 crtd, implanted: (B)(6) 2014, 5071-53 x2 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead high voltage rv coil and superior vena cava (svc) coil impedances had been fluctuating, and were high and low; they were possibly fractured. It was noted the pace/sense portion of the lead had been previously replaced. The lead was explanted and replaced. It was also reported that there was a malfunction of the right atrial lead; it became dislodged while the rv lead was being explanted. It was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.